Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good after the procedure.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. The balloon was subjected to positive pressure and was returned in a deflated state. Contrast media was noted within the balloon. No kinks or damages in the hypotube shaft profile. Visual examination of the shaft polymer extrusion of the device identified no damages. A detailed microscopic examination of the balloon material identified no issues. A microscopic examination of the blades identified no issues. The shaft polymer extrusion was stretched entirely. As a result the proximal markerband was pulled into the mid-section of the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The proximal markerband was pulled into the mid-section of the balloon. The device was placed in the water bath at 37 degrees. The device was attached to an encore inflation unit and the balloon inflated with no issues. The device was inflated to rated burst pressure of 12 atmospheres and held pressure. However, the balloon was slow to deflate (20 seconds) and did not deflate fully due to the stretched shaft polymer extrusion. The encore device was verified before and after use using the druck gauge. The guidewire could be loaded through the tip of the device however could not be loaded throughout the whole device due to the stretched polymer extrusion. No other issues were noted with the device.